Event description:
It was reported that pump experienced malfunction, with screen going black so caller could not confirm alarm code. There was no reported impact to the customer¿s blood glucose level. After pump powered back on, customer declined troubleshooting and further assistance, was advised to load cartridge and reconnect sensor, acknowledged instructions, and planned to follow up if issue persisted.